Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). The report of the pouch having the longitudinal seal partially open was confirmed. The cause was due to two different failures found in the operation method of the machine. This is an isolated event. To avoid this in the future, there will be a review of the first three pieces after a minor or major stopping of the machine and also have visual aids of the machines main guard to perform a review of those first three pieces when closed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is an international report where the customer received one unit with an open overpouch. There was no patient involvement. There was no patient injury or medical intervention reported.